Manufacturer narrative:
(B)(4). Incorrect anatomy visual analysis was performed on the returned device which identified the outer member was separated 3mm distal from the strain relief; however, the metal shaft was still intact holding both pieces together. There was peeling material and protruding inner braiding sporadically on the outer member distal from the noted separation. The reported partial deployment was confirmed. The reported mechanical jam was not tested due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints reported from this lot. It was reported that the xpert pro stent was used to treat a moderately calcified splenic artery. It should be noted that the xpert pro instructions for use states that the xpert pro is indicated to treat insufficient result after percutaneous transluminal angiplasty, e.g. Residual stenosis, dissection, obstruction due to detached atherosclerotic plaque material or re-occlusion in the vascular. Or bile duct obstruction caused by malignant tumors (treated via transhepatic approach). Patients presenting with pancreatic carcinoma which is compressing the biliary tree. Patients presenting with cholangiocarcinoma which has led to biliary obstruction. Patients presenting with an extra-hepatic biliary obstruction due to gallbladder carcinoma, metastases, or ampullary carcinoma. In this case, it could not be determined if use of the device off-label caused or contributed to the difficulties encountered the investigation determined that the reported difficulties were likely due to circumstances of the procedure. It is likely that the shaft was kinked or restricted in the anatomy causing the reported resistance and preventing deployment. The chatter marks noted on the outer member distal end of the sheath and damage to the shaft further indicate that the shaft was constrained during the attempt to deploy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified splenic artery that was 70% stenosed. A 6x80mm xpert pro stent was advanced to the lesion and deployment was initiated. However, the stent completely failed to deploy as resistance was met during deployment. The device was removed and a new xpert pro was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Analysis of the returned device noted the outer member was separated 3mm distal from the strain relief; however, the metal shaft was still intact holding both pieces together. There was peeling material and protruding inner braiding sporadically on the outer member distal from the noted separation.